Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture (loc) and high capture thresholds. A new lead was implanted. X-ray was conducted with no confirmation of fracture nor lead damage. No additional adverse patient effects were reported.